Event description:
It was reported that the patient fell on ice while wearing the ilet on the hip, and the device broke; the serial number and address were confirmed, and data were reportedly synced. Symptoms included no reported injury, adverse physiological effects, or abnormal blood glucose symptoms. Outcomes included no hospitalization, no medical intervention, and uninterrupted data availability. Investigation included review of synced device data and case information. Investigation of this case revealed device physical damage consistent with an external user-related impact to the enclosure while worn, with no associated device alarms. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental external force.